Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported that blockage at infusion set site. Blood glucose level was 565mg/dl and correction injection via multiple daily injection (mdi) was done. No further information was available.